Manufacturer narrative:
(B)(4). There was no adverse event or required intervention. Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, the device was returned; however, the shaft was not separated. Additional information from the account confirmed that the correct device was received; therefore, this was incorrectly reported as a shaft separation. The device failed to cross to the lesion, but the shaft did not separate. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an attempt to advance the 2.5 x 28 mm xience xpedition stent delivery system (sds), the sds could not cross after several attempts, and the shaft separated inside the patient anatomy. It is unknown how the separated portion was removed. A new sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.